Manufacturer narrative:
A medtronic representative has trained the site on proper registration technique. Three subsequent surgeries have been completed using the system. No issues occurred. System fully functional.

Manufacturer narrative:
10/28/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site registered nurse (rn) alleged that, while in a cranial right temporal tumor resection procedure, there was a 5 millimeters inaccuracy after using the tracer registration method. The site made 5 attempts to register the patient. In trouble-shooting, the medtronic representative made recommendations that a good tracer should include about 20% of the points on the bridge of the nose, followed by a large tracer pattern that encompassed the forehead and the right side of the patient near the surgical entry area. The site attempted 2 more tracer registrations while on a video call with the medtronic representative, and were, again, inaccurate. It appeared as if the physician had lifted his probe slightly during part of the registration. Next attempted a pointmerge registration. 7 points were collected, 4 of which were around the right ear and around the surgical entry area. The medtronic representative explained how to collect points accurately, but they were unable to receive a passing registration. The surgeon opted to continue, however, completed the procedure without the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.